Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation through the fallopian tube to stomach lining an inch below the bowel"), uterine perforation ("essure they found that it had uncoiled itself and poked through the opposite side of my uterus / left essure device attached from cornua of uterus and omentum") and genital haemorrhage ("constant heavy bleeding / excessive bleeding, with blood clots") in a 33-year-old female patient who had essure (batch no. B71780) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure they found that it had uncoiled itself and poked through the opposite side of my uterus". The patient's past medical history included c-section (B)(6) 2012), gravida I, parity 1 (B)(6) 2012) and placenta previa. Does not smoke. Denies alcohol use. Denies recreational drugs use. Previously administered products included for an unreported indication: mirena. Concurrent conditions included underweight, menstruation irregular, heavy periods, dysmenorrhea, anesthesia and uterine bleeding. Concomitant products included anovlar (loestrin) from (B)(6) 2014 to (B)(6)2014, cyclobenzaprine, hyoscyamine and ketoconazole. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). In may 2014, the patient experienced dyspareunia ("pain during intercourse") and abdominal pain ("severe and persistent abdominal pain"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced back pain ("back pain"). On (B)(6) 2015, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("bowel complications / bowel issues"), spinal osteoarthritis ("spondylosis - lumbosacral / spinal arthritis"), anxiety ("mental anguish"), musculoskeletal pain ("gas bubbles in shoulders"), depression ("depression"), tinea versicolour ("tinea versicolor") with skin discolouration and irritable bowel syndrome ("possible ibs"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the genital haemorrhage had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, alopecia, gastrointestinal disorder, dyspareunia, abdominal pain, libido decreased, musculoskeletal pain, depression, tinea versicolour and irritable bowel syndrome outcome was unknown and the back pain, spinal osteoarthritis and anxiety had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, libido decreased, musculoskeletal pain, spinal osteoarthritis, tinea versicolour and uterine perforation to be related to essure. The reporter commented: pfs- patient received treatment for bowel complications,persistent pelvic pain,back pain. Current weight: 110 mr- right fallopian tube with 4 coils trailing, left fallopian tube with 6 coils trailing. The patient tolerated the insertion procedure well. Left fallopian tube with free spillage of contrast into the pelvis indicating patency. The essure tube appears to lie outside the fallopian tube. Left essure device attached from cornua of uterus and omentum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.5 kg/sqm. (B)(6) 2014 : pap smear : she states her most recent pap smear was normal and was done last year. (B)(6) 2014 : hysterosalpingogram : the uterus is normal in size shape and contour and do not demonstrate any evidence of an intrinsic or extrinsic abnormality. Contrast fills to the level of the right cornu with no free spillage of contrast within the pelvis indicating adequate functioning right essure tube. On the left however there is rapid and complete filling of the left fallopian tube with free spillage of contrast into the pelvis indicating patency. The essure tube appears to lie outside the fallopian tube. The lower uterine segment is unremarkable. Impression: 1. Findings described above indicating adequate functioning right issue tube. The left fallopian tube is patent and the essure tube appears to lie outside of the fallopian tube. (B)(6) 2014 : surgical pathology report : diagnosis: a. Left fallopian tube, salpingectomy: unremarkable fallopian tube. B. Right fallopian tube with essure,salpingectomy: fallopian tube with essure and hydatid cyst of morgagni. C. Left essure device and portion of omentum, removal: essure device, gross examination only; attached unremarkable fibroadipose tissue. D. Peritoneal cyst, excision: simple mesotheliallined cyst, surrounded by adipose tissue. Gross description: a. Received in formalin labeled "left fallopian tube" is a cylindrical portion of pink to purple, soft tissue with an identifiable fimbriated end that is 7 cm in length and ranges from 0.3 to 0.5 cm in diameter. A lumen is identified. Representative sections are submitted in 1 cassette to include cross sections of the bisected fimbriated end. B. Received in formalin labeled "right fallopian tube with essure device" is a cylindrical portion of pink to purple, soft tissue with an identifiable fimbriated end that is 6 cm in length and ranges from 0.3 to 0.6 cm in diameter. Metallic coiled essure material that is 0.5 x 0.2 cm protrudes from the end opposite the fimbria. A lumen is identified. Representative sections are submitted in 1 cassette to include two cross sections and the bisected fimbriated end. C. Received in formalin labeled "left essure device with portion of omentum" is a segment of silver, coiled metal that is 2.5 x 0.2 cm protruding from a portion of pink to yellow,lobulated adipose tissue (possible omentum) that is 2.5 x 1 x 0.3 cm. The majority of the soft tissue is trimmed from the metal material and is submitted in 1 cassette. D. Received in formalin labeled "peritoneal cyst" is a well circumscribed tan, translucent portion of tissue that is 0.7 x 0.6 x 0.4 cm. Upon bisecting, the specimen is cystic. A few cystic locules are visualized. The cysts contain straw colored fluid. The inner lining is smo01h and 1he wall is 0.1 cm 1hick. The specimen is submitted in 1010 in 1 cassette. (B)(6) 2014 : hematocrit : 44.6% (h) 35.4-44.2 % ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : left essure device attached from cornua of uterus and omentum¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation through the fallopian tube to stomach lining an inch below the bowel."), device dislocation ("essure they found that it had uncoiled itself and poked through the opposite side of my uterus"), embedded device ("left essure device attached from cornua of uterus and omentum"), device expulsion ("left essure device attached from cornua of uterus and omentum") and genital haemorrhage ("constant heavy bleeding / excessive bleeding, with blood clots") in a (B)(6) female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure they found that it had uncoiled itself and poked through the opposite side of my uterus". The patient's past medical history included c-section ((B)(6)), gravida I, parity 1 ((B)(6)) and placenta previa. Does not smoke. Denies alcohol use. Denies recreational drugs use. Previously administered products included for an unreported indication: mirena. Concurrent conditions included underweight, menstruation irregular, heavy periods, dysmenorrhea, anesthesia and uterine bleeding. Concomitant products included anovlar (loestrin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), gastrointestinal disorder ("bowel complications / bowel issues"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse "), abdominal pain ("severe and persistent abdominal pain"), libido decreased ("decreased libido"), back pain ("back pain"), spinal osteoarthritis ("spondylosis - lumbosacral / spinal arthritis"), anxiety ("mental anguish") and flatulence ("gas bubbles in shoulders"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, device expulsion, alopecia, gastrointestinal disorder, dyspareunia, abdominal pain, libido decreased, back pain and flatulence outcome was unknown, the genital haemorrhage had resolved and the spinal osteoarthritis and anxiety had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, device dislocation, device expulsion, dyspareunia, embedded device, fallopian tube perforation, flatulence, gastrointestinal disorder, genital haemorrhage, libido decreased and spinal osteoarthritis to be related to essure. The reporter commented: pfs- patient received treatment for bowel complications,persistent pelvic pain,back pain. Current weight: (B)(6). Mr- right fallopian tube with 4 coils trailing, left fallopian tube with 6 coils trailing. The patient tolerated the insertion procedure well. Left fallopian tube with free spillage of contrast into the pelvis indicating patency. The essure tube appears to lie outside the fallopian tube. Left essure device attached from cornua of uterus and omentum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.5 kg/sqm. (B)(6) 2014 : pap smear : she states her most recent pap smear was normal and was done last year. (B)(6) 2014 : hysterosalpingogram : the uterus is normal in size shape and contour and do not demonstrate any evidence of an intrinsic or extrinsic abnormality. Contrast fills to the level of the right cornu with no free spillage of contrast within the pelvis indicating adequate functioning right essure tube. On the left however there is rapid and complete filling of the left fallopian tube with free spillage of contrast into the pelvis indicating patency. The essure tube appears to lie outside the fallopian tube. The lower uterine segment is unremarkable. Impression: 1. Findings described above indicating adequate functioning right issue tube. The left fallopian tube is patent and the essure tube appears to lie outside of the fallopian tube. (B)(6) 2014 : surgical pathology report : diagnosis: left fallopian tube, salpingectomy: unremarkable fallopian tube. Right fallopian tube with essure, salpingectomy: fallopian tube with essure and hydatid cyst of morgagni. Left essure device and portion of omentum, removal: essure device, gross examination only; attached unremarkable fibroadipose tissue. Peritoneal cyst, excision: simple mesotheliallined cyst, surrounded by adipose tissue. Gross description: received in formalin labeled "left fallopian tube" is a cylindrical portion of pink to purple, soft tissue with an identifiable fimbriated end that is 7 cm in length and ranges from 0.3 to 0.5 cm in diameter. A lumen is identified. Representative sec1ions are submitted in 1 cassette to include cross sections of the bisected fimbriated end. Received in formalin labeled "right fallopian tube with essure device" is a cylindrical portion of pink to purple, soft tissue with an identifiable fimbriated end that is 6 cm in length and ranges from 0.3 to 0.6 cm in diameter. Metallic coiled essure material that is 0.5 x 0.2 cm protrudes from the end opposite the fimbria. A lumen is identified. Representative sections are submitted in 1 cassette to include two cross sections and the bisected fimbriated end. Received in formalin labeled "left essure device with portion of omentum" is a segment of silver, coiled metal that is 2.5 x 0.2 cm protruding from a portion of pink to yellow, lobulated adipose tissue (possible omentum) that is 2.5 x 1 x 0.3 cm. The majority of the soft tissue is trimmed from the metal material and is submitted in 1 cassette. Received in formalin labeled "peritoneal cyst" is a well circumscribed tan, translucent portion of tissue that is 0.7 x 0.6 x 0.4 cm. Upon bisecting, the specimen is cystic. A few cystic locules are visualized. The cysts contain strawcolored fluid. The inner lining is smo01h and 1he wall is 0.1 cm 1hick. The specimen is submitted in 1010 in 1 cassette. (B)(6) 2014 : hematocrit : 44.6% (h) 35.4-44.2 %. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : left essure device attached from cornua of uterus and omentum¿ most recent follow-up information incorporated above includes: on 29-nov-2017: all events, concomittant condition, historical condition, lot number, reporter added from pfs. Lab data historical condition added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation through the fallopian tube to stomach lining an inch below the bowel"), uterine perforation ("essure they found that it had uncoiled itself and poked through the opposite side of my uterus / left essure device attached from cornua of uterus and omentum") and genital haemorrhage ("constant heavy bleeding / excessive bleeding, with blood clots") in a 33-year-old female patient who had essure (batch no. B71760, b71780-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure they found that it had uncoiled itself and poked through the opposite side of my uterus". The patient's past medical history included c-section (14feb2012), gravida I, parity 1 ((B)(6) 2012) and placenta previa. Does not smoke. Denies alcohol use. Denies recreational drugs use. Previously administered products included for an unreported indication: mirena. Concurrent conditions included underweight, menstruation irregular, heavy periods, dysmenorrhea, anesthesia and uterine bleeding. Concomitant products included anovlar (loestrin) from (B)(6)2014 to (B)(6)2014, cyclobenzaprine, hyoscyamine and ketoconazole. On (B)(6)2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse") and abdominal pain ("severe and persistent abdominal pain"). On (B)(6)2014, the patient experienced alopecia ("hair loss"). On (B)(6)2014, the patient experienced back pain ("back pain"). On (B)(6)2015, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("bowel complications / bowel issues"), spinal osteoarthritis ("spondylosis - lumbosacral / spinal arthritis"), anxiety ("mental anguish"), musculoskeletal pain ("gas bubbles in shoulders"), depression ("depression"), tinea versicolour ("tinea versicolor") with skin discolouration and irritable bowel syndrome ("possible ibs"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy) and surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2014. On (B)(6)2014, the genital haemorrhage had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, alopecia, gastrointestinal disorder, dyspareunia, abdominal pain, libido decreased, musculoskeletal pain, depression, tinea versicolour and irritable bowel syndrome outcome was unknown and the back pain, spinal osteoarthritis and anxiety had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, libido decreased, musculoskeletal pain, spinal osteoarthritis, tinea versicolour and uterine perforation to be related to essure. The reporter commented: pfs- patient received treatment for bowel complications,persistent pelvic pain,back pain. Current weight: 110 mr- right fallopian tube with 4 coils trailing, left fallopian tube with 6 coils trailing. The patient tolerated the insertion procedure well. Left fallopian tube with free spillage of contrast into the pelvis indicating patency. The essure tube appears to lie outside the fallopian tube. Left essure device attached from cornua of uterus and omentum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.5 kg/sqm. (B)(6)2014 : pap smear : she states her most recent pap smear was normal and was done last year. (B)(6)2014 : hysterosalpingogram : the uterus is normal in size shape and contour and do not demonstrate any evidence of an intrinsic or extrinsic abnormality. Contrast fills to the level of the right cornu with no free spillage of contrast within the pelvis indicating adequate functioning right essure tube. On the left however there is rapid and complete filling of the left fallopian tube with free spillage of contrast into the pelvis indicating patency. The essure tube appears to lie outside the fallopian tube. The lower uterine segment is unremarkable. Impression: 1. Findings described above indicating adequate functioning right issue tube. The left fallopian tube is patent and the essure tube appears to lie outside of the fallopian tube. (B)(6)2014 : surgical pathology report : diagnosis: a. Left fallopian tube, salpingectomy: unremarkable fallopian tube. B. Right fallopian tube with essure, salpingectomy: fallopian tube with essure and hydatid cyst of morgagni. C. Left essure device and portion of omentum, removal: essure device, gross examination only; attached unremarkable fibroadipose tissue. D. Peritoneal cyst, excision: simple mesotheliallined cyst, surrounded by adipose tissue. Gross description: a. Received in formalin labeled "left fallopian tube" is a cylindrical portion of pink to purple, soft tissue with an identifiable fimbriated end that is 7 cm in length and ranges from 0.3 to 0.5 cm in diameter. A lumen is identified. Representative sec1ions are submitted in 1 cassette to include cross sections of the bisected fimbriated end. B. Received in formalin labeled "right fallopian tube with essure device" is a cylindrical portion of pink to purple, soft tissue with an identifiable fimbriated end that is 6 cm in length and ranges from 0.3 to 0.6 cm in diameter. Metallic coiled essure material that is 0.5 x 0.2 cm protrudes from the end opposite the fimbria. A lumen is identified. Representative sections are submitted in 1 cassette to include two cross sections and the bisected fimbriated end. C. Received in formalin labeled "left essure device with portion of omentum" is a segment of silver, coiled metal that is 2.5 x 0.2 cm protruding from a portion of pink to yellow, lobulated adipose tissue (possible omentum) that is 2.5 x 1 x 0.3 cm. The majority of the soft tissue is trimmed from the metal material and is submitted in 1 cassette. D. Received in formalin labeled "peritoneal cyst" is a well circumscribed tan, translucent portion of tissue that is 0.7 x 0.6 x 0.4 cm. Upon bisecting, the specimen is cystic. A few cystic locules are visualized. The cysts contain strawcolored fluid. The inner lining is smo01h and 1he wall is 0.1 cm 1hick. The specimen is submitted in 1010 in 1 cassette. (B)(6)2014 : hematocrit : 44.6% (h) 35.4-44.2 % ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : left essure device attached from cornua of uterus and omentum¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation through the fallopian tube to stomach lining an inch below the bowel"), uterine perforation ("essure they found that it had uncoiled itself and poked through the opposite side of my uterus / left essure device attached from cornua of uterus and omentum") and genital haemorrhage ("constant heavy bleeding / excessive bleeding, with blood clots") in a 33-year-old female patient who had essure (batch no. B71780) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure they found that it had uncoiled itself and poked through the opposite side of my uterus". The patient's past medical history included c-section ((B)(4)2012), gravida I, parity 1 ((B)(4)2012) and placenta previa. Does not smoke. Denies alcohol use. Denies recreational drugs use. Previously administered products included for an unreported indication: mirena. Concurrent conditions included underweight, menstruation irregular, heavy periods, dysmenorrhea, anesthesia and uterine bleeding. Concomitant products included anovlar (loestrin) from (B)(4)2014 to (B)(4)2014, cyclobenzaprine, hyoscyamine and ketoconazole. On (B)(4)2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). In may 2014, the patient experienced dyspareunia ("pain during intercourse") and abdominal pain ("severe and persistent abdominal pain"). On 10-jun-2014, the patient experienced alopecia ("hair loss"). On (B)(4)2014, the patient experienced back pain ("back pain"). On (B)(4)2015, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("bowel complications / bowel issues"), spinal osteoarthritis ("spondylosis - lumbosacral / spinal arthritis"), anxiety ("mental anguish"), musculoskeletal pain ("gas bubbles in shoulders"), depression ("depression"), skin discolouration ("skin discoloration"), tinea versicolour ("tinea versicolor") and irritable bowel syndrome ("possible ibs"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy) and surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(4)2014. On (B)(4)2014, the genital haemorrhage had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, alopecia, gastrointestinal disorder, dyspareunia, abdominal pain, libido decreased, musculoskeletal pain, depression, skin discolouration, tinea versicolour and irritable bowel syndrome outcome was unknown and the back pain, spinal osteoarthritis and anxiety had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, libido decreased, musculoskeletal pain, skin discolouration, spinal osteoarthritis, tinea versicolour and uterine perforation to be related to essure. The reporter commented: pfs- patient received treatment for bowel complications,persistent pelvic pain,back pain. Current weight: 110 mr- right fallopian tube with 4 coils trailing, left fallopian tube with 6 coils trailing. The patient tolerated the insertion procedure well. Left fallopian tube with free spillage of contrast into the pelvis indicating patency. The essure tube appears to lie outside the fallopian tube. Left essure device attached from cornua of uterus and omentum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.5 kg/sqm. (B)(4)2014 : pap smear : she states her most recent pap smear was normal and was done last year. (B)(4)2014 : hysterosalpingogram : the uterus is normal in size shape and contour and do not demonstrate any evidence of an intrinsic or extrinsic abnormality. Contrast fills to the level of the right cornu with no free spillage of contrast within the pelvis indicating adequate functioning right essure tube. On the left however there is rapid and complete filling of the left fallopian tube with free spillage of contrast into the pelvis indicating patency. The essure tube appears to lie outside the fallopian tube. The lower uterine segment is unremarkable. Impression: 1. Findings described above indicating adequate functioning right issue tube. The left fallopian tube is patent and the essure tube appears to lie outside of the fallopian tube. (B)(4)2014 : surgical pathology report : diagnosis: a. Left fallopian tube, salpingectomy: unremarkable fallopian tube. B. Right fallopian tube with essure, salpingectomy: fallopian tube with essure and hydatid cyst of morgagni. C. Left essure device and portion of omentum, removal: essure device, gross examination only; attached unremarkable fibroadipose tissue. D. Peritoneal cyst, excision: simple mesotheliallined cyst, surrounded by adipose tissue. Gross description: a. Received in formalin labeled "left fallopian tube" is a cylindrical portion of pink to purple, soft tissue with an identifiable fimbriated end that is 7 cm in length and ranges from 0.3 to 0.5 cm in diameter. A lumen is identified. Representative sec1ions are submitted in 1 cassette to include cross sections of the bisected fimbriated end. B. Received in formalin labeled "right fallopian tube with essure device" is a cylindrical portion of pink to purple, soft tissue with an identifiable fimbriated end that is 6 cm in length and ranges from 0.3 to 0.6 cm in diameter. Metallic coiled essure material that is 0.5 x 0.2 cm protrudes from the end opposite the fimbria. A lumen is identified. Representative sections are submitted in 1 cassette to include two cross sections and the bisected fimbriated end. C. Received in formalin labeled "left essure device with portion of omentum" is a segment of silver, coiled metal that is 2.5 x 0.2 cm protruding from a portion of pink to yellow, lobulated adipose tissue (possible omentum) that is 2.5 x 1 x 0.3 cm. The majority of the soft tissue is trimmed from the metal material and is submitted in 1 cassette. D. Received in formalin labeled "peritoneal cyst" is a well circumscribed tan, translucent portion of tissue that is 0.7 x 0.6 x 0.4 cm. Upon bisecting, the specimen is cystic. A few cystic locules are visualized. The cysts contain strawcolored fluid. The inner lining is smo01h and 1he wall is 0.1 cm 1hick. The specimen is submitted in 1010 in 1 cassette. (B)(4)2014 : hematocrit :(B)(4). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : left essure device attached from cornua of uterus and omentum¿ most recent follow-up information incorporated above includes: on (B)(6): plaintiff fact sheet received. Events per pfs: depression, skin discoloration, tinea versicolor and possible ibs. Lot number updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.